Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer determined the fluidic system was underfilling. The electrodes and dispense nozzles were cleaned and re-seated. The customer ran calibration and controls; results were within acceptable limits. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 8000 ise module. The first sample also had discrepant results when tested with the chloride electrode. The initial values were reported outside of the laboratory. The user repeated the samples due to failed laboratory delta checks. The first sample initially resulted in a sodium value of 140 mmol/l and a chloride value of 82 mmol/l. The sample was repeated on a second analyzer, resulting in a sodium value of 126 mmol/l and a chloride value of 91 mmol/l. The second sample initially resulted in a sodium value of 147 mmol/l. The sample was repeated on a second analyzer, resulting in a sodium value of 140 mmol/l. The repeat values were deemed correct.